Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 267 mg/dl and the sensor glucose was 70 mg/dl at the time of the incident. Customer's blood glucose during earlier calibration was 219 mg/dl. Customer mentioned a change sensor alert was received after a calibration not accepted alert. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer's blood glucose was in good range 95 mg/dl to 145 mg/dl. A replacement sensor will be sent out to the customer. The sensor will not be returned for analysis. Customer's weight (B)(6) lb.